Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor was found to have a broken cable. There was no report of fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the small grasping retractor (part #470318-10 / lot #k11220516 0039) associated with this event has been performed. Per logs, the small grasping retractor instrument was last used in a procedure on 30-aug-2022 on system sk2123. The alleged instrument had 1 use remaining after the last procedural use. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed the customer complaint of the instrument cable breakage. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.